Manufacturer narrative:
(B)(4). This event concerns a device that was mfg and used outside the united states. Review of the electronic data and files received. In response to the warning letter that the united states food and drug administration issued to ela medical (dated nov 6, 2009), ela is filing this MDR at this time. The oversensing episodes recorded were non sustained episodes which did not trigger any therapy (because they were non sustained). The analysis performed suggests that these events are strongly linked to specific pt activities and result from either strong external interference or to myopotentials. The overall behavior of the system is adequate and within specifications. Impedance and continuity tests are normal. Because of the strong correlation of the time of occurrence of the oversensing behavior, we recommend that careful check of the pt's activities be performed (the pt might keep a diary of the date/time of use of electrical device, e.g. Around 7:30 in the morning) in order to identify the source of interference. This source of oversensing should be excluded before any parameter reprogramming.

Event description:
The ICD involved in this MDR report was implanted on (B)(6) 2006. Upon scheduled follow-up performed on (B)(6) 2007, 14 noise oversensing episodes were recorded in the ICD memory. These episodes did not trigger any inappropriate therapy. Ventricular sensitivity was reportedly already programmed at 1 mv. The physician is considering a re-intervention in order to implant an additional bipolar pacing/sensing lead.